Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, titan touch explanted because the device was not fully inflating.

Manufacturer narrative:
A titan genesis pump, two cylinders, a reservoir, and a piece of detached inlet tube were received for evaluation. Examination and testing of the returned component revealed a separation near the connector of the detached inlet tube. Testing revealed this to be a site of leakage. The separation appears to be rough and irregular, indicating sufficient stress was exerted. Two separations are noted in the bladder of cylinder #1. Testing revealed these to be sites of leakage. The separations appear to have a central groove, indicating contact with a needle. Quality concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) was exerted on the detached inlet tube near the connector to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Because the information received indicated "one of the cylinders had a needle stick when pre-placing suture before removing the old implant" and because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separations in the bladder of cylinder 1 occurred during the explant procedure. These separations are not associated with the cause for failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.